Event description:
A pt's loss of therapeutic effect was reported. The pt noted she needed to urinate every 1.5 hours. The pt stated she had more frequency, but mostly urgency. The symptoms started following a CT scan. The pt noted she could not communicate with her device following the CT scan. Upon discussion with a company representative, the device was found to have been turned off. They then turned the device back on and the pt then felt stimulation. Stimulation was adjusted to a lower setting. It was suspected, but not confirmed if the device had been inadvertently turned off since the time of the CT scan. The pt's status was not reported. A physician consultation was scheduled for (B)(6) 2010. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).